Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced a pericardial effusion. It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, half way thru procedure the patient experienced a pericardial effusion after coming out of the left, back to the right atrium, the catheter presented spline planarity issues. At the end of the case patient had developed an 8 mm pericardial effusion at some time throughout the case. Medical intervention included, reversed heparin with protamine, monitored size of effusion with ice catheter for 20 minutes and admitted to ICU for overnight observation with planned thoracic echo.